Event description:
Inability to perform athletically. I already submitted a form on the geodon that got me in this shape. I have problems with being in sports activities. I have no capabilities to "play" or compete with peers. I had multiple shocks, then medicated. I was prescribed geodon, had 2 heart attacks and had a defibrillator installed. In the beginning, I felt like a million bucks, then a succession of shocks, a total of (13). The ripple effect of the unit, the doctor said, went across my vital organs. The electrophysiologist recommended radio-ablative procedure. After the multiple shocks and ablative procedure I've been medicated with metoprolol and sotalol. Now I can't run very far at all, or breathe normally and I hate it. No many take my problem seriously. All I want is be active again. Please excuse me, but I only want my health, not money. I just want my health back, whatever I have to do for it. I was told by someone at boston scientific that there was a recall on defibrillators made in the eyar that I had mine implanted on (B)(6) 2006, a guidant product. Before boston scientific bought them.